Event description:
During an in-house evaluation, it was discovered that the motor device "ran hot." The device was not used in surgery as the alleged malfunction was discovered during pre-testing. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned and evaluated. (B)(4) confirmed the reported condition that the motor device "failed during burring". The device was tested and the complaint was duplicated. Evidence indicates this was due to excessive force. Furthermore, during the evaluation it was observed that the motor device "ran hot" and had a "bad thermistor". Should additional information become available, a supplemental medwatch report will be submitted accordingly. (B)(4).